Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited loss of radio frequency telemetry. Patient was given an inductive transmitter but, programming changes were not made. Patient was stable.

Event description:
New information noted that radio frequency telemetry was re-established on (B)(6) 2019. Patient was stable.